Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor arm failed self-test occurred. The patient¿s blood glucose level was 310 mg/dl at the time of the incident and current blood glucose was also same and was treated with the bolus and declined troubleshooting for it. Alarm did not occur during the rewind or prime sequence. Assisted customer in performing a self test and which was failed. Error table indicates the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with a64 alarm during self test due to faulty connector or radio frequency board. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test.